Event description:
It was reported that during implant device interrogation revealed r wave amplitude variation and helix unable to extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and oversensing. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.